Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to perform displacement test due to no button response. No button error alarm noted. Insulin pump had a cracked lcd window, cracked case near lcd window corner, cracked reservoir tube lip, cracked battery tube threads, stained address and serial number label.

Event description:
It was reported that the customer had normal blood glucose levels of 71 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.